Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative with the following impression: there was adequate medical documentation and imaging studies available for this review. Product use was incongruent with the IFU due to: aortic neck diameter greater than 18 mm and might have contributed to this event. This device was placed under cautionary circumstances due to: contained rupture of the aorta and calcifications seen within the aortic neck itself, which might have contributed to the event due to poor apposition of the stents. The patient's medical history and current smoking status might have contributed to the adverse event in the form of aneurysmal progression. An endoleak type ii from the left renal accessory artery was substantiated due to the presence of persistent blushing seen at index and through the surveillance studies. The secondary procedure and a complication of ischemic nephropathy of the left kidney were substantiated. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause has been determined to be due to patient's anatomy and condition.

Event description:
It was reported that approximately 16.5 months post implant of a bifurcated device and an infrarenal aortic extension, a computed tomography angiogram (cta) revealed what appeared to be filling into the aortic pseudo aneurysm. Prior to the index procedure, imaging revealed a left accessory renal originating close to the top of the ulcerative pseudo aneurysm. During the initial intervention the infrarenal aortic extension was placed between the top of the pseudo aneurysm, but below the accessory renal, to preserve flow into that vessel. Upon device placement it appeared that there was no further filling of the pseudo aneurysm. However, recent follow up cta revealed subsequent filling into the pseudo aneurysm. It was not certain if this was collateral flow from the accessory renal, or if flow was getting behind the top of the infrarenal aortic extension. The physician elected to bring the patient back, coiled the accessory renal, and extended up to the left native renal implanting an additional infrarenal aortic extension. Completion angiogram showed successful exclusion of the pseudo aneurysm. The patient tolerated the procedure well.